Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system and two (2) non-endologix bare metal stents; this procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto system per device IFU. During contralateral limb deployment of the alto implant, the device slightly covered the left external iliac artery. The physician pushed the distal portion of the limb upwards with the balloon and dryseal to ensure adequate blood flow into the left internal iliac artery. Intraoperative bleeding was then treated by an abbott medical perclose (non-endologix) device, but adequate blood pressure from the left leg could not be confirmed. Therefore, it was determined that the perclose device inadvertently caused a dissection of the external iliac artery (non-endologix-device-related). Two (2) non-endologix bare metal stents were then added to the distal portion of the left leg. Pta (percutaneous transluminal angioplasty) balloon was performed, and a normal blood pressure was confirmed. In addition, stenosis was identified at the perclose puncture site (non-endologix-device-related). The physician therefore exposed the artery and removed the stenosed portion. The patient was reportedly in stable condition at the conclusion of the procedure. Approximately thirty (30) days post initial procedure, the patient presented with buttock claudication. While no additional treatment is currently planned by the physician, the patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.